Manufacturer narrative:
Final analysis found the pulse generator in backup vvi mode due to multiple flipped bits. The product code could not be downloaded due to battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator was in backup vvi operation and could not be restored. A software download was unsuccessful. Device was removed.